Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a blood clot had formed in the right atrium on one of the patient's leads. The right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were removed. New rv and lv leads were then implanted. No further patient complications have been reported as a result of this event.